Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the reported device damage. A visual inspection of the device noted the cutting loop was observed to be broken off at both resector posts. There was evidence of charred marks at the breaking point on the device. The broken loop was not returned with the main shaft of the device for evaluation from the user facility. Based on the evaluation results, the cause of the reported event is most likely attributed to the operator¿s technique and the device coming in contact with a hard like/metallic material when the high frequency (hf) output was activated, which can cause electrical short or premature melting of the loop.

Event description:
The user facility reported that at the beginning of a therapeutic cysto-ureteroscopy with excision procedure, the loop of the electrode broke off into the patient. All device fragments were retrieved via forceps. No smoke or fire was observed. There was minor to moderate bleeding. The intended procedure was completed with an unspecified device. No patient injury was reported. Additionally, the device was inspected prior to procedure and no abnormalities were noted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. The OEM performed an evaluation for the reported lot number of the model a22201c hf resection electrode that was used and based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.